Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and determined that the motor power was too low. Therefore, the reported condition was confirmed. It was further determined that the device had no power and the engine performance was too weak. The assignable root cause was determined to be due to normal wear . If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor power was too low on the compact air drive device.&#2057;t was noted in the service order that the device had no power. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The serial number was documented as (B)(4) in the initial report. The serial number has been updated as (B)(4). If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.